Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the day after undergoing a deep brain stimulation (dbs) implant procedure, the patient developed bilateral edema at both the distal and proximal segments of the leads, leading to inflammation, pain, a burning and stinging sensation, and discharge. Blood tests showed no abnormalities. Imaging was conducted to accurately determine the location of the edema, and appropriate medication was administered to manage the condition. The swelling has since diminished with treatment, and the patient is expected to make a full recovery.

Event description:
It was reported that the day after undergoing a deep brain stimulation (dbs) implant procedure, the patient developed bilateral edema at both the distal and proximal segments of the leads, leading to inflammation, pain, a burning and stinging sensation, and discharge. Blood tests showed no abnormalities. Imaging was conducted to accurately determine the location of the edema, and appropriate medication was administered to manage the condition. The swelling has since diminished with treatment, and the patient is expected to make a full recovery. Additional information was received that the administration of steroids led to significant symptom resolution.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7130713, UDI: (B)(4).

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7130713, UDI: (B)(4).

Event description:
It was reported that the day after undergoing a deep brain stimulation (dbs) implant procedure, the patient developed bilateral edema at both the distal and proximal segments of the leads, leading to inflammation, pain, a burning and stinging sensation, and discharge. Blood tests showed no abnormalities. Imaging was conducted to accurately determine the location of the edema, and appropriate medication was administered to manage the condition. The swelling has since diminished with treatment, and the patient is expected to make a full recovery. Additional information was received that the administration of steroids led to significant symptom resolution. Additional information was received that the patient developed bilateral peri-lead edema 10 days following the dbs lead implantation procedure. The edema persisted for approximately one month and was accompanied by urinary incontinence, imbalance, and worsening of parkinsons disease symptoms. Corticosteroid therapy was administered, resulting in resolution of the event within one month. The dbs system remains active, and the patient continues to experience therapeutic benefit.